Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the insufflator's carbon dioxide level indicator shows empty even though the carbon dioxide cylinder is full and turned on. This issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Update from the customer: it was reported with the insufflator initially there was no flow, then there were fluctuating pressure readings without any change in the site. The issue occurred during a diagnostic laparoscopy, surgical laparoscopy for endometriosis removal, and surgical laparoscopy for sterilization procedure. The procedure was successfully completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.